Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, internal tubing was found to be incorrectly connected. The device had evidence of tampering. The internal tubing was connected correctly to address the issue.